Manufacturer narrative:
Based on the available information, the event is deemed a serious injury as the area around the stoma may become severe enough to warrant medical intervention. According to the reporter, they have been using an antifungal spray. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event) is unknown, so the date used was the date convatec became aware.

Event description:
End user reported red, moist area with clear drainage for ten days beneath tape border. Reporter states she started having redness and itching with pimple like bumps when she started using brava strips. States redness is where the tape border sits and extends slightly past the border towards the pelvic area.